Event description:
It was reported the patient is experiencing inconsistent stimulation therapy with the given programs. It was allegedly indicated the lead is too far to the right of the midline causing an increase in root stimulation. The patient is being referred to a neurosurgeon to address the issue. Surgical intervention is being considered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.